Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection of the forceps elevator mechanism. Reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures brushing around the forceps elevator and instrument channel outlet. Olympus will continue to monitor field performance for this device.

Event description:
The field service officer reported to olympus that the evis exera duodenovideoscope forceps elevator wire (k-wire) was completely cut off and the elevator is not working during preparation for use for an unknown procedure. During inspection and evaluation, it was noted, the forceps elevator had foreign material. The foreign material was yellowish/brown in color, but it is unknown what the foreign material is, this was due to a wrinkle in the connecting tube, and leakage from the elevator at channel at distal end side. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition to the finding reported due to damage on k-pipe, water tightness is lost, connecting tube has a scratch and wrinkle, suction cylinder is shaved, forceps channel port is shaved, scope cover had a scratch, grip has a dent and scratch, control unit has a scratch, universal cord has a scratch, up/down knob has discoloration, due to wear of angle wire, bending angle in up/down/left/right direction does not meet specification, and due to wear of angle wire, the play of up/down/left/right knob is out of specification. Follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.